Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the wake button was not working. Customer confirmed pump display turned on when plugged into a power source. Blood glucose was 200-300 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.